Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the electrode belt was received damaged. The cable connecting the distribution node (dn) to the rear therapy electrodes was severed and missing. The cables connecting ECG "a" and ECG "b" and cables ECG "c" and ECG "d" were pulled from the strain relief, damaging wires in the cable. Additionally,the interconnect cable and ECG dome "d" is missing. The root cause for the missing dn to rear te cable was physical abuse. The root cause for the strained cable was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functionality testing.